Manufacturer narrative:
A system log review could not be performed because the system logs were not available.

Event description:
It was reported that during, after an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax. The targeted lesion was lesion along the fissure, leading to higher chance of pneumothorax. The patient was stable. There was no intervention noted. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.